Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A review of the lot history record could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device after an interventional procedure. Reportedly, the patient is experiencing pain, radiating from the inside out. They have pain when sitting, walking or laying down. Hemostasis was achieved with the starclose se clip. As the name of the physician was not provided by the patient, it is unknown if the physician has been trained in the use of the starclose se device. No additional information was provided. No additional information was provided.